Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind and error alarm in alarm history screen due to broken motor slide tip. The motor slide shown some physical damaged. The insulin pump was unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Unable to perform dva due to motor error alarm. The insulin pump had minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. Unable to test for operating currents due to motor error alarm. No frozen display noted after battery was removed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 417 mg/dl. Customer will be treating their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer also reported a motor position encoder error alarm occurring on the insulin pump. The customer also reported experiencing a low blood glucose of 27 mg/dl on (B)(6) 2015, requiring hospitalization. Customer stated they were unconscious due to their low blood glucose. The customer was unsure of the cause of their low blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.